Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: unitrax modular endo head 46mm; 6942-5-046; wd796l, unitrax c-taper sleeve -3mm; 6942-7-060; 61961601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised due to pain. Surgeon reported there are no allegations against the implants, and converted the patient's hemi hip to a total hip. Rep provided the revision usage sheet and explant pictures and confirmed that no further information will be released by the hospital or surgeon.